Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port MRI implantable port attached to a groshong catheter in three segments were return for sample evaluations. Along with return sample one photo was provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter and proximal end of the catheter segment. A partial compound break was noted on the proximal end of the catheter segment. A complete diagonal break was noted on the distal end of the catheter segment and proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter, proximal end of the catheter segment was noted to be uneven, and surface was noted to be round and smooth in one region and granular in the other region. The edges of the partial compound break on the catheter segment were noted to be uneven and surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. The edges of the complete compound break on the distal and proximal end of the catheter segment were noted to be uneven. The surface was noted to be finely granular throughout. Fracture and material separation were noted in photo review. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post a port placement procedure, the catheter was allegedly broken into three pieces. It was further reported that the catheter segment migrated inside the patient. Reportedly, the catheter was removed using surgery. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post port placement procedure, the catheter was allegedly broken into three pieces. It was further reported that catheter segment migrated inside the patient. Reportedly, the catheter was removed using surgery. The current status of the patient is unknown.